Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The original specimen was re-tested several times and repeated results were within the normal reference range. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications before the event. Level 3 qc was out of specifications low after the event. A system check ran on (B)(4) 2010 failed. Customer was not able to supply records of a passing system check prior to the erroneous results. A field service engineer (fse) was dispatched: the fse replaced the peri pump tubing. The fse performed a preventive maintenance (pm). The fse ran a system check, qc, and a precision test; all results met published specifications. The fse stated the peri pump tubing was flattened which causes poor aspiration, and this could be a contributing factor in this event. A malfunction will be assumed for the purpose of this report.